Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted for bundle branch pacing. The lead was initial placed successfully with adequate thresholds and impedance measurements however a narrow qrs complex was observed without bundle branch pacing. The physician elected to reposition the lead. Tissue was observed in the helix mechanism and was removed. The lead was attempted to be placed again in a more superior septal position. The lead measurements were like before, but the qrs was even more narrow than before. The helix was extended further but the field representative noted unusual large turning motions and advised the physician that this was not normal, and the lead should be removed for potential helix issues. Attempts to retract the helix were unsuccessful and the helix ultimately fractured with a portion remaining in the septum. No further intervention was performed to retrieve the broken helix. No adverse patient effects were reported. The patient remained in the hospital overnight for observation. No adverse patient effects were reported. The lead is expected to be returned for evaluation. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted for bundle branch pacing. The lead was initial placed successfully with adequate thresholds and impedance measurements however a narrow qrs complex was observed without bundle branch pacing. The physician elected to reposition the lead. Tissue was observed in the helix mechanism and was removed. The lead was attempted to be placed again in a more superior septal position. The lead measurements were like before, but the qrs was even more narrow than before. The helix was extended further but the field representative noted unusual large turning motions and advised the physician that this was not normal, and the lead should be removed for potential helix issues. Attempts to retract the helix were unsuccessful and the helix ultimately fractured with a portion remaining in the septum. No further intervention was performed to retrieve the broken helix. No adverse patient effects were reported. The patient remained in the hospital overnight for observation. No adverse patient effects were reported. The lead is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the entire lead was returned intact. Visual inspection noted that a portion of the helix was missing and not returned. The distal shell of the helix housing was removed to inspect the broken helix in more detail. Microscopic inspection on the remaining portion of the helix appears to show a counterclockwise pattern/twist suggestive of helix retraction. Laboratory analysis confirmed the clinical observations.